Event description:
It is reported that the patient was revised due to pain and wear. During revision, an osteolytic cyst was found in the medial tibia.

Manufacturer narrative:
The primary operative notes provided state that with trial components, the patient's knee had full extension, over 135 degrees range of motion, balanced medial and lateral side and flexion/extension gaps with excellent extramedullary alignment and tracking. Revision notes state the patient had an osteolytic cyst in the medial tibia; significant lysis on the medial side with loosening of the tray was noted. No mention of wear was found. Undated x-rays were provided and review appeared to show appropriate alignment and sizing of the components. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.